Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported battery operation may not be available, which was reproduced during evaluation. A review of the event history log identified battery operation may not be available as battery alert. The cause was determined to be depressed battery pins on rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a battery operation may not be available. The event happened in central supply department. There was no patient involvement. No additional information is available.